Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6a - implant date: year 2023, exact date is unknown. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing dysphotopsia following implantation of the preloaded intraocular lens (iol) and is requesting an explant. A yttrium aluminum garnet (yag) procedure has been performed, but according to the surgeon, a new lens would be possible, albeit challenging. Through follow up, we learned that the patient had bilateral cataract surgery (iol implantation and capsular tension ring). The surgery for the left eye took place in 2023, exact date is unknown. Post operative refraction: l -0.50 -1.25 92° 0.4. No further details were provided. This report is for the patient's left eye. A separate report will be submitted for the patient's right eye.